Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "constrained liner failed. The bipolar component itself came entirely but out of the constrained liner."